Manufacturer narrative:
The event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient needed help understanding her patient programmer (pp) icons. The patient reported that her ins is turning itself off. The patient noted that the ins immediately corrected her defecating problem but then she had the ileostomy and the bowels were taken care of. The patient stated that she has been using the ins for the bladder. The patient noticed a return of bladder symptoms. The patient checked her pp and noticed that stimulation was off. The patient stated that she knows sometimes she turns stimulation off by mistake, like she turns it off for a test then forgets to turn it back on, but she always knows it is off because she struggles to urinate and after a couple of days. The patient stated that sometimes when she struggles to urinate (when stimulation is not off), she will adjust it and that usually helps. The patient reported that recently, she has been checking every couple of days and noticing her machine is off, so she turns it on and a few days later it is off again. Patient services worked with the patient to do a check, stimulation was on. Patient services reviewed battery icons on the top of the screen. The patient reported that she sees the low ins battery icon. The patient was upset because it has only been 2 years. The patient stated that nothing in her bowel and pelvic area has worked right for a couple of years and she has been seeing dr. (B)(6) since 2005 because she was so "messed up". No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the agent they spoke with may have misunderstood them. The patient noted that they wanted to know how they could tell when the ins battery was low. The patient was reviewed the difference between ins battery low message and the pp battery low message. The patient noted that they were seeing the pp low message and not the ins low message. The patient inquired on how to check the ins battery level and was advised to ask for a battery longevity calculation from their hcp. The patient noted that the therapy started helping their bladder issues and that it helped them urinate, however, they still strained. The patient indicated that they had tried all 4 programs. The patient stated that they felt stimulation in the anal area which was a little uncomfortable and was wondering if they needed to have the device reprogrammed due to switching from bowel use to bladder use. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had not been seen and did not show up for the appointment on 2017 (B)(6) it was also reported that the cause of the struggling to urinate was unknown and that patient was being scheduled for surgery to replace battery but did not show up. No further complications were noted or anticipated